Manufacturer narrative:
Evaluation summary: the inner and outer cavity were returned unopened and it was confirmed that there was a hair running through the inner cavity and outer cavity. It cannot be determined with certainty when the hair fell into the packaging. It may have been present in the non-sterile packaging pulling area. There are the following procedures to reduce the likelihood of this occurrence: dress code requirements for all environmentally controlled production and inspection areas, procedure for determining particulate matter of sterile and nonsterile products, visual aid - packaging visual inspection. Review of the device history records did not find any deviations or anomalies. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that before opening the sterilized bag, a hair-like substance was found on the inside of the bag.